Event description:
Caller reported that the touchscreen on the pump was unresponsive, and the screen was frozen without reacting to input. There was no adverse impact on the customer¿s blood glucose level reported. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.